Event description:
During an eval conducted at the MFR, it was discovered that the ball on the tip of the navigation device was not attached. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
It is unk how the tip damage occurred, but may be the result of mishandling. A replacement device was provided to the user facility.